Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the family member stated that the customer had nausea and an increased heartbeat. It was verified that the programming and histories were accurate. It was noted that the last bolus was the day before the event. The family member stated that they would have to check wtih pt regarding the bolus history. Troubleshooting was done and the pump passed the prime test. The contact was educated on the two hbg rule and to call back when the clamp arrives to do further troubleshooting.